Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08695 inches. No under delivery anomaly noted during testing. Device was received with scratched case, pillowing keypad overlay, serial number label fading, case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an under delivering insulin due to whenever insulin level goes lower than 1.8 ml, the insulin pump was not longer delivering insulin. Customer also experienced a high blood glucose and treated with insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.